Manufacturer narrative:
H6: investigation summary to aid in the investigation of this issue, material number 38182314 and batch number 8515647 were provided for evaluation by our quality team. However, batch number 8515647 is not a valid bd batch number for this product; therefore, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample or picture samples, our quality team was not able to complete a thorough analysis. Based on the limited investigation results, an exact cause related to the manufacturing process for the reported issue could not be determined.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when he pressed the safety button on the needle, the button malfunctioned and the needle was halfway out.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when he pressed the safety button on the needle, the button malfunctioned and the needle was halfway out.